Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6: coding updated from 3190 - insufficient information to 3023 - therapeutic or diagnostic output failure.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an explant at an unknown date for an unknown reason.